Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1927bcf, serial/batch number (B)(6), was received for evaluation. A visual evaluation of the corkscrew found that the implant was broken off. The returned screw piece's overall length was measured according to drawing c2158 at revision 12. Specifications: 0.58 ± 0.01; results: 0.30. It was also noted that the shaft was bent. Functional testing was not performed due to the damage to the instrument. The most likely causes of the reported failure are user error, improper bone preparation, excessive force, and/or misaligned insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that (qty. 2) of an ar-1927bcf biocomposite corkscrew ft suture anchor broke during use. The patient was not harmed as a result of anchor breakage. This was discovered during a procedure, with no reported patient harm. Additional information has been requested. Additional information received on 1/28/2025: upon insertion of the biocomposite corkscrew, the anchors broke. All the broken fragments were removed from the patient. The case was complete using another r-1927bcf biocomposite corkscrew. The case was not delayed, and additional anesthesia was not needed. This was discovered during an rcr procedure on (B)(6) 2025.